Event description:
It was reported that the 7900 system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The f4 fuse was replaced during the service call.